Manufacturer narrative:
Batch review performed on 15 july 2022: lot 2118344: 199 items manufactured and released on 18-feb-2022. Expiration date: 2027-feb-09. No anomalies found related to the problem. To date, 150 items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 15 july 2022¨: liner: mpact 01.32.3241hct flat pe hc liner ø32/ (k103721) lot 2118344: 154 items manufactured and released on 10-feb-2022. Expiration date: 2027-jan-20. No anomalies found related to the problem. To date, 85 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 month after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.